Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4414 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4414 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. The patient had a medical history of uterine leiomyoma, parity 4, multi gravida, uterine fibroids, ovarian cyst and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4574 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] on (B)(6) 2022: colposcopy of the cervix was performed today. Nothing per vagina; no sex, tampons, or douching for days. Patient instructed to notify the office if she develops heavy vaginal bleeding (soaking through pad/hour or more), severe pain, fever or foul smelling vaginal discharge [pathology test] on (B)(6) 2022: gross description: . 1.0x0.2x 0.2 cm piece of metallic hardware is present at the proximal lumen of each fallopian tube. Gross microscopic diagnosis: a.uterus, cervix, bilateral fallopian tubes: -cervix with extensive high-grade squamous intraepithelial lesion (hsil, cin 3) with endocervical gland involvement; negative for invasive carcinoma. -resection margins are negative for dysplasia. -uterus with benign, atrophic endometrium. -leiomyoma(s). -fimbriated fallopian tubes with no significant pathologic abnormalities [ultrasound scan] on (B)(6) 2022: measurements: endometrium is displaced to the left. Heterogeneously hypoechoic fibroid is identified in right body of the uterus measuring 11.0 x 9.5 x11.9 cm. There is 1.5 x 1.2 x 1.4 cm cyst in the left ovary. An essure fallopian tube closure device is noted in left adnexal region. Impression: enlarged uterus containing single dominant 11.0x9.5x11.9 cm fibroid on the right side of the uterus. 4.5 x 1.2 x 1.4 cm simple left ovarian cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report added, lab data medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.